Event description:
The iab leaked. The iab was removed and a second was inserted. On 3/30/98 it was reported that the iab would not inflate. There was no pt injury or complication as a result of the event. [Event complications]: unk-reported 2/10/98; none-reported 3/30/98. [Pt's current status]: unk-rpt'd 2/10/98.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon membrane noted to be folded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated after [4] cycles when attached to the lab sys 90 iabp at 100 bpm. The balloon subsequently pumped satisfactorily at 100 and 140 bpm. No alarms were triggered on the pump. After 2 mins of pumping, an inflation/deflation chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: since no defect was found during lab testing, it is not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the item. It was not possible to verify the reported problem. This type of complaint is one of the most difficulty to evaluate and must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. Thus, in general, inflation difficulties may attributed to one or more of the following: 1. The balloon entered a subintimal space. 2. The balloon membrane failed to fully exit the sheath. 3. The balloon was placed too high in the aortic arch or in the subclavian artery. 4. The iab failed to completely unfold because the user failed to inject 60 cc of air as advised in the instructions for use. 5. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improved balloon performance. 7. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing it to not inflate during the initiation of iabp. 8. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. 9. The balloon pump needed servicing.